Manufacturer narrative:
Philips service replaced the pd. Scomp. Dcps, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that geometry movement failure due to 24v dc power supply issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.